Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. No patient symptoms were reported. Programming changes were recommended. The physician elected to leave the lead in place as programmed and monitor remotely. The patient is doing fine and has not experienced any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.